Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The complaint/event involved a tego¿ connector. The nurse reported that the silicone bung was coming away from the tego connector when the dialysis line was disconnected. The event was not detected prior to direct patient use. The number of involved problematic device is 3. Length of time device in use with was 7 days. There was no serious injury/harm or death, no blood loss, no delay in critical therapy, no med/surg intervention required and no adverse operator consequences. The device was changed out/replaced with no further problems encountered. Identity of involved and/or mating devices: b braun dialysis line, b braun syringe, b braun flush.

Manufacturer narrative:
Received four used d1000 tego connectors, four new d1000 tego connectors, two new list# unknown 5ml syringe, two new list# unknown sodium chloride 10ml syringe, and one new list #unknown dia stream classic for inspection. One of the used d1000 tego connectors had a small amount of seal tearing. No other defects or anomalies noted. Each of the syringes and the male luers on the dia stream classic were measured and found to be iso compatible. Each male luer mating device was used to connect to the four new tegos. No issues connecting or disconnecting and no tearing observed. The complaint of the seal separating from the tego body could not be confirmed. The probable cause of the seal tearing on the one used d1000 tego connector is unknown. The tego was tested and found to meet performance specifications. The tearing was visual and did not affect the functionality of the product. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg 26jun2025 corrected information can be found in g2 - report source.